Event description:
It was reported that during a laparoscopic cholecystectomy, there were two firings were no clip came out of the device once it was removed from the patient. There were additional firings were multiple clips were being discharged all at once. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident; the device was cycled and 2 clips with gap were fed and the remaining 9 clips were fed, and formed conforming. In addition, the device locked out as intended. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the incident reported and the found malfomed clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.